Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, CT scan revealed that pe in pulmonary artery. Four years followed by that; CT scan revealed several limbs are positioned external to the ivc. 10 months later, patient had abdominal pain. CT scan revealed that the filter was migrated. After that, the patient had a multiple pe. Therefore, the investigation is confirmed for the filter migration and perforation of the ivc wall. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter struts perforated and filter migrated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure . The current status of the patient is unknown.